Manufacturer narrative:
(B)(4)

Event description:
A nurse contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the buttons of the patient's receiver were warm to the touch when the receiver was plugged in. No additional event or patient information is available.